Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the access site adverse event is use related as bleeding resolved per close was tightened and angle match was achieved.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported bleeding and requirement for blood transfusion are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The access-site bleeding resolved following standard interventions.

Event description:
An impella cp device was inserted via the right femoral artery in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease. Upon arrival to the ICU, oozing was noted from the right groin access site. The dressing was changed, and an angle match was achieved. Staff later observed swelling at the site; manual pressure was applied, and the patient was taken to the catheterization lab. The perclose device was tightened by the cardiologist, after which bleeding stopped. A post-angiogram demonstrated no further bleeding. The patient received two units of red blood cells. Patient survived on explant. The reported bleeding and requirement for blood transfusion are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The access-site bleeding resolved following standard interventions.